Event description:
Patient was implanted the univers total shoulder in 03 as part of a revision of hemiarthroplasty from 1987. Recovery from procedure was uncomplicated and overall excelent. Surgeon reports fatigue, occasional soreness but tremendously better than preop. In 2005, patient developed pain in shoulder, as patient reached for an overhead item at work. Forward elevation degree reduced after the incident. Radiographs demonstrate rotation of head to an inferior offset, different than previous x-rays. A revision surgery was required. The stem was removed and replaced with a competitor's stem. Post operative course has been uneventful. This device is used for treatment.